Event description:
It was reported that the image quality on the 6800 sys is poor. There was no report of pt injury.

Manufacturer narrative:
Customer cancelled the svc call. Customer found out that the sys was under svc contract with another organization and cancelled call. Svc call closed.